Event description:
It was reported that the patient was having a shooting pain around his chest and arm which is present even when the stimulation was turned off. The patient went to the emergency room and the physician believed that the pain was due to the spinal cord stimulator. The patient had a steroid injection of his hip.

Manufacturer narrative:
Event date: exact date unknown, event occurred a few weeks ago from the date manufacturer became aware of the event.